Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 438 mg/dl at the time of the incident. The customer was at 427 mg/dl at the time of discharge, and 139 mg/dl at the time of the call. The caller did not mention how they treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer had a bent infusion set cannula. Troubleshooting was completed and the pump is working as designed. The insulin pump will not be returned for analysis.